Event description:
Treatment of an aneurysm. It was reported that the tip of the pushwire broke off during pipeline deployment due to it was excessively torqued. The broken segment was successfully retrieved. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4)